Event description:
In 2010, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter read inaccurately high. The medical surveillance specialist contacted the patient to obtain/clarify information. The patient said he obtained the one touch ultra 2 meter in 2009 and started using it in late 2009. He alleged that when he started using the ultra 2 meter the readings have been higher than his old one touch basic meter and that he has experienced symptoms of shaking and extreme hunger, symptoms he attributes to hypoglycemia, more frequently. He mentions one example of what he thought were discrepant readings at 9:30 am. He said that the reading on his ot ultra 2 meter was 323 mg/dl at that time and the reading on his ot basic meter was 273 mg/dl at that time. He says that he takes 2-3 units of humalog in the morning to cover his breakfast. He also takes 10 units of levemir in the morning. He says he also takes 60 units of symlin before his evening meal and checks his blood sugar throughout the day. He says his doctor told him that when his blood sugar is over 150 mg/dl he is doing harm to his body. Therefore when his blood sugar is around 175-200 mg/dl he takes 5 units of humalog. He says that he had not had symptoms for six months when using his old meter but that the symptoms have been more frequent since switching to his ultra 2 meter. When he has symptoms he says he drinks orange juice to relieve the symptoms. It was determined during the troubleshooting telephone call that the unit of measure was set to the correct unit of measure at the time of testing. The mss informed the patient that the readings will be higher on his new meter as opposed to the old one because the new meter uses a plasma-equivalent calibration method whereas the old one does not. This complaint is being reported because the patient alleged he has been getting higher readings, took insulin based on the readings, and experienced symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.